Event description:
A caller reported that the pump's touchscreen was cracked and shattered, making it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer switched to multiple daily injections for insulin delivery while awaiting a replacement pump. Tandem technical support arranged for a replacement pump to be sent with updated software and provided necessary training. The customer was instructed on returning the damaged pump and acknowledged all guidance given.